Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred while connected to a power source. Additionally, the pump battery was observed to be depleting rapidly and that insulin gauge was inaccurate. Although requested by tandem technical support, the customer declined to perform troubleshooting and to provide additional information regarding the issue. Customer's blood glucose level was 200 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.